Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having some intensity issues with their stimulator. Patient said they had an appointment with a urologist yesterday and was told to call medtronic to meet with a representative. Patient mentioned someone reached out to an answering service (agent understood nas) but the message had never gone out to the reps. Agent asked when the issue began, and patient said it had been a while. Patient mentioned they were a medical cannabis patient and there were certain things they could do to alleviate certain symptoms. Patient said they had scar tissue right above the area where their spinal cord stimulator was supposed to be hitting, and stimulation was felt all around that area. Patient used two programs, b and c. Patient said when their intensity was on 0 and they were moving around, they felt like the setting was actually at 2-something, but when they turn up to 6, it felt like they were on 2; intensity felt like increments of 3's to the patient (agent wasn't entirely sure what the patient meant about that). Patient mentioned they had some tests they were running for their bladder and the stim intensity issue was getting on their nerves. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the reps in the patient's area for visibility to meet patient at upcoming appointment on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-11 the pt called back stating they received a message from medtronic. They reported to patient services (pss) that they were having issues with the stimulator that they never had before. The pt confirmed their doctor has scheduled an appointment for the pt to meet with a rep on (B)(6) 2025. The pt was wondering if they could meet with a rep prior to (B)(6) noting that they have an x-ray scheduled for (B)(6). Their doctor tried calling to have a rep present on (B)(6), but the doctor hadn't heard anything yet. The pt reported previously reported information but also mentioned they have to manually "do adaptive stim" because it "isn't working". When they have the intensity set to "0", the stimulator feels like it is set to "3" with any movement they make, for example. Also, when they turn the stimulator off they still feel stimulation for 20 minutes after. The pt stated the settings are messed up and getting on their nerves. The pt added that they tried turning the stimulator off for 18 hours, but they became nauseated from the pain, which had never happened to them before. Pss sent an email to the local reps per the pt's request. On 2025-jun- 12 the rep provided additional information stating the pt reported to them that they had fell. The pt told the rep they weren't sure if anything is wrong, but that maybe the adaptive stim wasn't working like it had before. The pt reported they had lost 40 pounds. The rep will be coordinating an appointment with the doctor to evaluate the pocket (because of the significant weight loss) and to recalibrate the adaptive stim settings. On 2025-jun-17 the rep provided additional information reporting they met with the pt at the doctor's office on (B)(6) 2025. The pt was not sure of the date they had fallen, but said it was a "few months ago". The pt was not sure if the fall was the cause of the reported issue. The pt's weight was asked but unknown. The pt did not know their weight as they were currently undergoing chemotherapy treatment and their weight had been fluctuating, but may have been around 150 lbs. The pt and the doctor both believe the weight loss was due to the chemotherapy treatment. The doctor had the pt get thoracic images taken after the fall and compared the paddle lead placement to the placement on the day of implant. It was confirmed the paddle lead had not moved and was still in the same place. The rep noted no changes or reprogramming had been made as the pt stated when they increased stimulation they would start to "feel up there normally did". The pt opted to not have any changes made to their programs or adaptive stim settings. Both the pt and the doctor do not think that what the pt was feeling when stimulation was set to 0 ma or when it is off was the stimulator. The doctor advised the pt to continue to use the stimulation as they had been, and the pt will reach out to the doctor and the rep if they experience more issues or would like reprogramming.